Event description:
On (B)(4) 2012 customer reported that the dxc 800 pro instrument had a leak from the cartridge chemistry (cc) sample probe. Customer stated that the instrument also generated cc reagent wheel and reagent probe motion errors after running whole blood samples. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone, cts advised the customer to prime the system several times, wash all cuvettes and flush the sample probe. This resolved the issue. No further leaks were reported. The failure mode is most likely attributed to the customer running whole blood samples.

Manufacturer narrative:
Evaluation codes, results, code (other): customer primed the system several times, washed all cuvettes and flushed the sample probe. (B)(4).